Event description:
It was reported that the micl12.6 implantable collamer lens tore as it was inserted into the eye. The lens was removed without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Results: visual inspection of the returned lens showed the lens was returned dry and a piece of both haptics were torn off and missing. There was a dark surgical residue on the surface of the lens. Conclusion: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: lens work order search. Result: a lens works order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).